Event description:
Depuy spine legal dept was made aware of legal action being taken by a charite artificial disc pt. Pt was implanted with charite disc in (B)(6) 2005 at l5/s1. Pt reports having continued pain. As no adverse outcome was reported a MDR is being filed to document this event.